Event description:
It was reported that there was foreign material found inside the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foreign material found inside the sterile packaging.

Manufacturer narrative:
Alleged failure: there was a piece of fabric in the package the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be inadequate packaging and cleaning operations. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.